Event description:
See also manufacturer number 3004209178201005749. It was reported by the patient that there was a "kink in her catheter." A possible problem with the ins was suspected. No further symptoms or details were provided. The patient was redirected to the health care provider (hcp). Additional information was requested, but was not received at the time of this report.

Manufacturer narrative:
(B)(4).